Manufacturer narrative:
A review of the da vinci system logs for the reported procedure date found no errors occurred that would be related to the reported event. Log review of the 5 subsequent procedures also found no system errors occurred that would have likely caused or contributed to the reported event. No complaints were received for the da vinci system. The following concomitant products were used during the procedure: endoscope plus 30 degree, prograsp forceps, cadiere forceps, tip-up fenestrated grasper, large needle driver, synchroseal, sureform 45 curved tip stapler. A site history review found no complaints were reported for any of the products. A device history record (DHR) review for the devices used during the procedure confirmed there were no related non-conformances. An advanced stapler log review found the instrument was installed on the system 3 times and fired 3 gray reloads. On each install, the first clamp was successful, and the firings were completed with no pauses for compression. The instrument was removed and not used again in the procedure. The emergency stop button appears to have been pressed on surgeon side console 2 (ssc) approximately 20 minutes after the final completed unclamping. There were no stapler related errors in the system logs. A video clip from the procedure was provided for evaluation. Review found that the stapler fire appears to be normal, but following unclamping there is bleeding from the stapled artery. No malfunction or unexpected behavior from the system or instruments in view were observed. Before the video ends, the user places gauze on the bleeding area as an attempt for hemostasis. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that based on the available information, the patient in this report died following an attempted pulmonary lobectomy. An inadequate seal from a stapler on a pulmonary vessel caused the surgeons to convert to an open operation. Although the original bleeding was reported as a small volume bleed and control was established, a second bleeding event occurred later in the procedure with a different vessel during the open portion of the operation. This second bleed eventually led to this patient¿s death. While the surgeon suggested the patient¿s vessel anatomy was a possible contributing factor in both bleeding events, the details of how they got into the second bleeding and exact cause is not provided. Based on the information provided in the summary of events, insufficient information is provided to determine if any intuitive surgical products or instruments contributed to this event.

Event description:
It was reported that during a da vinci assisted pulmonary lobectomy, bleeding occurred after stapling. The procedure was converted to open where further complications occurred and the patient expired. The surgeon stated that after firing a gray sureform 45 reload on the truncus anterior artery, bleeding occurred immediately at the staple line, reportedly due to weakness in the tissue structure from surrounding lymph node calcification. Compression was applied, a controlled emergency undocking of the da vinci system was completed, and the procedure was converted to open thoracotomy after 50ml of blood loss. The staple line was reported to be completely approximated and well-formed staples were in place. Once open, new bleeding began after a tear of the interlobar artery occurred while bypassing the upper lobe bronchus due to the tissue weakness. Efforts made to achieve hemostasis included compression and attempts to loop the pulmonary artery that were unsuccessful. The estimated blood loss during the open portion of the procedure was 4 liters. The three thoracic surgeons present for the procedure excluded any involvement of the da vinci system, or instruments in the patient's outcome as the life-threatening events arose during the open portion of the procedure.